Event description:
Customer reported via phone, customer has been experiencing unexplained high blood glucose over 200 mg/dl since friday. Customer went to her doctor and was advised to call in to perform troubleshooting on the insulin pump. Customer current blood glucose was 429 mg/dl, treated with manual injections. Troubleshooting was performed for high blood glucose but was not finished due to customer stated the drive support cap was flushed. Customer did not recall pressing the cap while connected. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.